Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level went into the 500 mg/dl. The customer was treated with insulin pump. The customer declined to further troubleshoot for high blood glucose levels. Customer mother stated that her daughter has received a no delivery message for the third time this week. Customer's mother stated that her daughter changed her infusion set on the first time that this happened and that the cannula was bent. Customer's mother stated that the second and third time that the no delivery happened the cannula was not bent. Troubleshoot was performed for no delivery alarm and customer reports alarm did not occur during manual prime, but then later she went to give herself a bolus and it said no delivery. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. Customer reports event was resolved by changing complete set (inf and res). Customer also stated infusion set cannula was bent. The product will not be returned for analysis.